Manufacturer narrative:
(B)(4). Medical device: batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were any malformed staples identified in initial procedure? Yes. Please provide site of malformed staple and location of intercostal artery. No further information is available. What structures was stapler used on? No further information is available. Why does the surgeon believe that a malformed staple injured intercostal artery? Yes. Can a timeline of events be provided? How was the bleeding identified? No further information is available. Are photos available? No further information is available. If no blood transfusion was required, what other medical intervention was provided to address the 3000 cc blood loss? No further information is available.

Event description:
It was reported that after a laparoscopic pneumonectomy, bleeding occurred, and reoperation was performed to stop it. It was found a malformed staple damaged the intercostal artery. The amount of the bleeding was 3000 cc. No blood transfusion was required. The initial procedure was performed on 20th apr. The patient was discharged from the hospital.